Manufacturer narrative:
(B)(4). A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor leaked from the filling port. This occurred during storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The manufacture date for this lot is october 5, 2013 ¿ october 6, 2013. Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection on the unit (via the naked eye) showed no signs of physical abnormality that could have caused the reported event. A functional leak test was performed by filling the unit with green color water. During fill, leak (backflow) was observed at the fill-port. The leak was caused by particulate matter, measuring 0.5 mm, found under the check-band of the device. Fourier transform infrared spectroscopy determined the particulate matter to be acrylic material. The reported problem was verified. The cause of the particulate matter is unknown. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.